Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3550-39 lot# n231449, implanted: 2009 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported, the patient programmer and recharger have not read the same for about two years. It was noted, the patient programmer showed the implantable neurostimulator (ins) was fine and charged. The reporter stated they went to the mall and felt like the ins was completely off and they were scared because they remember what their pain was like before and don¿t want to experience that again. It was noted, the patient contacted a manufacturing representative who told the patient to recharge their ins. It was noted the recharger only showed ¿a shadow¿ when they recharged. The reporter stated, the patient programmer showed the ins was at least 25% charged and the recharger showed the ins was charging at 25-50%. It was noted the patient tried the ins and it took their pain away instantly. Additional information was requested, but was not available as of the date of this report.